Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr litigation records received. Litigation alleges pain, discomfort, physical, emotional distress and impaired adl. Plaintiff is seeking compensation for all the injuries suffered. Doi: (B)(6) 2006; dor: (B)(6) 2018: right hip.